Manufacturer narrative:
Pump had no button response due to corroded keypad traces. Unable to verify rewind anomaly due to button keypad anomaly. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of having difficulties rewinding and entering carbs due to buttons not responding. Customer's blood glucose was 92 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.